Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). The patient was connected at the time of the alarm. This occurred during the initial drain of peritoneal dialysis therapy. It was reported that solution had leaked onto the floor from an unspecified source. The patient was not certain if they set up for therapy correctly. The technical services representative assisted the patient in clearing the alarm and removing disposables. There was no patient injury, medical intervention or adverse event associated with this alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.